Event description:
The customer reported that during the power on cycle, the device would reboot itself a number of times and not completely power on. The same failure was observed on ac and dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.